Manufacturer narrative:
This report is associated with argus (B)(4), corega tabs.

Event description:
Accidental ingestion [accidental device ingestion]. Medication error [medication error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tabs) unknown for product used for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and medication error. On an unknown date, the outcome of the accidental device ingestion and medication error were not reported. It was unknown if the reporter considered the accidental device ingestion and medication error to be related to corega tabs. Additional information: initial: the consumer reported that a woman accidentally ingested the product corega tabs.